Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusion), h11. No decon or visual inspection performed since product was not returned. A video was received from the facility showing a leak in the balloon, a leak in the balloon is a possibility to cause an autofill alarm, which confirms the reported failures. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) at around 13:30 on (B)(6) 2025, when a trp3546 was inserted into a patient with ami and attempted to operate it, an automatic filling error caused the machine to stop, and blood was found in the helium tube, leading to suspicion of a balloon leak. There was no health damage to the patient.